Event description:
Customer reported an rh discrepancy on galileo during donor confirmation with the fwdabo assay. The unit was labeled as a negative, but when tested on the galileo resulted as a positive.

Manufacturer narrative:
Customer was informed of the limitation stated in the operator's manual that forward only typing has an increased risk of mistype, due to the absence of the reverse typing. Customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.